Event description:
Limited information available from user facility at this time. However, the locking mechanism failed on retractor frame during a surgical procedure on 10/20/1998. According to information received from the company sales representative, the surgery time was prolonged approximately 35-40 minutes. Patient's current condition and status unknown at this time, however it is believed that the surgery continued without further complication. This malfunction is occurring below the frequency and severity that are normal for this device.